Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. He011f3) inserted. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: implants were inserted without problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Unspecified exam - (B)(6) 2016: location of implants was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain / sharp pain in right side / lower abdominal pain more right side / almost daily pain in lower abdomen") in a 40-year-old female patient who had essure (batch no. He011f3) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "right implant seems not to be quite well in situ" (seriousness criteria medically significant and intervention required). The patient's previously administered products included for an unreported indication: zoely until (B)(6)2016. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("burning pain in lower abdomen / almost daily burning in lower abdomen") and was found to have leiomyoma ("myoma at 3 cm as extension of fundus"). The patient was treated with surgery (removal was performed on (B)(6) 2018.). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower had not resolved and the abdominal discomfort and leiomyoma outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower and leiomyoma to be related to essure. The reporter commented: implants were inserted without problems. Menstrual cycle has remained same, bleeding is heavy but it has always been. Patient has had lower abdominal pain over a year and she connects the pain to essure insertion. Because right implant seems not to be quite well in situ, it was decided to perform removal. Removal was performed on (B)(6) 2018. Recovery was prolonged (sick leave for 3 weeks / pain for 4 weeks post operation). She has not had pain in left side, right side she still has sharp pain. Overall the patient was satisfied. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan - on (B)(6)2018: ultrasound showed a little myoma ad 3cm as extension of fundus. Rvfl uterus. In left essure seems to be well in situ, right implant located quite lateral.. Unspecified exam - (B)(6)2016: location of implants was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: events added: almost daily burning in lower abdomen, implant seems not to be quite well in situ, myoma were added. Medical history and lab tests updated. Causality changed to related. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.